Manufacturer narrative:
The reported event of missing egm was confirmed. The device records were reviewed by an abbott software engineer, the egm was recovered and it appeared to have possibly been interrupted by another alert. It was not displayed likely due to the short duration and did not meet the time threshold for egm display. The physical device was not returned; thus, further investigation into the cause of the reported event could not be performed. Based on the available evidence, the root cause for the interruption of the egm was unable to be determined.

Event description:
During a remote follow-up, the electrograms (egm) were not visible on the transmission. No intervention has been performed and the patient was stable and will continue to be monitored.